Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Supernova clinical study it was reported that the patient experienced leg pain. In (B)(6) 2013, the patient's rutherford assessment was category 3 and index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) including the proximal popliteal artery (ppa) with 100% stenosis, with a reference vessel diameter of 5.1mm, a length of 100mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, placement of a 6 x 119 x 130 innova¿ stent, and post-dilatation with 0% residual stenosis. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2016, the patient experienced pain in the left leg. No corrective action was taken to treat this event and the event was considered to be not recovered/not resolved.